Event description:
Initial surgery performed in 2008. It was subsequently noted on x-ray that one of the set screws was not in place 4 months post-op. A revision surgery was performed, and it was noted 2 other set screws were loose inside the screws. Three set screws were replaced.

Manufacturer narrative:
Eval method and results: device was not returned to manufacturer; no eval could be performed.